Event description:
Device# 1 of 2. Reference MFR, report: 1627487-2014-26975. The patient has a scs system which includes two extensions from the same lot. The patient reports she is unable to turn her stimulation up. Troubleshooting was unable to resolve the issue. Follow up information identified eight electrodes have high impedance. Reprogramming was able to resolve the issue, however; the patient underwent surgical intervention to remove and replace the leads and extensions due to invalid impedances.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.